Event description:
Left carotid arteriogram, angioplasty, and stent placement performed. During the interpretation of the images following the procedure it was noted that a piece of the distal protection device had broken off and remained at the distal end of the stent. A second procedure was performed to place another stent to compress the retained piece between the new stent and the wall of the artery.